Manufacturer narrative:
According to the therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia(tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. According to the spectra optia essentials guide, the optia system has many safety features. However, a patient reaction can occur rapidly. Therefore, it is imperative that the operator monitor the patient and the system throughout the procedure. Per the spectra optia operator's manual, the system was within the acceptable range of blood volume processed and operated as intended. An internal report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: according to therapeutic apheresis: a physician's handbook, adverse events occur during therapeutic procedures with a frequency of 4.8%. Transient hypocalcemia associated with apheresis is usually well tolerated. Symptoms often show as paraesthesia (tingling) but patients may also experience unusual taste, nausea, lightheadedness, shivering, and tremors. Severe hypocalcemia may also cause muscle contractions and can progress to tetany and seizures if hypocalcemia escalates and is not corrected. The threshold for developing clinical symptoms of hypocalcemia is related to the rate of calcium level decrease, plasma ph, presence of sedatives,and also concomitant decreases in other ions such as magnesium, potassium, and sodium. Root cause: based on the information available, the spectra optia system operated as intended and there is no indication of a specific root cause for the patient reaction and the need for medical intervention. Possible causes include, but are not limited to, ac management during the procedure, patient disease state, and/or patient sensitivity to anticoagulant.

Manufacturer narrative:
Investigation: the customer initially contacted terumo bct's support line for clarification of the upper limit blood volume that can be processed by the optia for cmnc procedure. The customer stated that the procedure was performed with a patient's blood volume of 7.61l and the ac infusion rate of 5.5ml/min/liter tbv which resulted in processing 41.844 liters. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that post procedure of continuous mononuclear cell (cmnc) collection procedure, the operator noticed that the patient¿s potassium levels were low. Per physician¿s order, 40mg of potassium was administered to the patient via IV. Per the customer, the patient is 'fine'. The customer declined to provide patient identifier and age.